Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-04722. The patient has 2 occipital pns leads and 2 supra-orbital pns leads. This issue is related to one of the supra-orbital pns leads, it is unknown which supra-orbital lead; therefore, both are being reported. It was reported the lead had high impedance values. As a result, the lead was explanted and replaced which resolved the issue.